Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Levels implanted was t12. It was reported that the balloon inflated inside the vertebral body, then deflated and could not be reinserted as the balloon was broken. The mixer and cement were disposed of because the cement had hardened due to insertion to the bfd. There were no further complications reported regarding the event. Additional information was received via manufacturer representative that the balloon could not be reinserted due to bending of the osteo introducer. Additional information was received via manufacturer representative that there are no alleged complaints for the reported mixer and as the balloon could not be inserted due to bent introducer the cement that had already been prepared hardened over time. There are no alleged complaints for the cement and balloon was broken. No suspected manufacturing issues have been reported and no patient complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via manufacturer representative that the balloon cracked outside the surgical field and it was distorted. Pre-op diagnosis was compression fracture and procedure involved was balloon kyphoplasty (bkp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.